Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely via merlin.net transmission, backup vvi issue was observed on the device. The reset was due to poor telemetry with merlin at patient¿s home. Programming change was made. The patient was stable.